Event description:
It was reported that there was an alarm for high impedance on the single coil right ventricular (rv) lead. The superior vena cava (svc) impedance had risen and the thoracic impedance was elevated. It was also reported that the device was functioning appropriately with the previous remote transmission received and that the patient's next follow up was scheduled. It was further reported that the doctor was planning to monitor the lead and address it if there were any future problems. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2017 it was further reported that the lead exhibited t-wave oversensing (twos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.